Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was high impedances (above 40k) found on all combinations of 1 and 2 contact during stage 2 of implant procedure. The resident used the tunneler to tunnel down the neck and pull up the extensions. There was no visible issue while tunneling or plugging on the extensions to the leads or battery. The high impedance was found on the right battery (contact combination 9 and 10). The surgeon initially tried unplugging and re-plugging the extension into the battery. He then tried switching the extensions in the battery ports. This resulted in the high impedance showing on the left side. The surgeon switched the lead that was plugged into the bad extension and the high impedance remained but that showed it on all combinations of 1 and 2 contacts. The extensions were replaced. The impedance issue resolved after extension replacement.

Manufacturer narrative:
Continuation of d11: product ID: 3708660; lot# serial#: (B)(6); product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(6) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the date of the implant was (B)(6) 2020. The rep had possession of the ins and would be returning it in the mail. The package was later received.